Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy bleeding") in an adult patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undego essure confirmation test" and medical device monitoring error "ablation and essure insertion perform on the same day". The patient's past medical history included miscarriage (??-fev1997) in (B)(6) and premature delivery in (B)(6). Concurrent conditions included body mass index. On (B)(6)2004, the patient had essure (ess205) inserted. In april 2005, the patient experienced allergy to metals ("nickel allergy"), fatigue ("fatigue") and feeling abnormal ("spaciness"). In may 2005, the patient experienced adnexa uteri pain ("pain ovaries"), menorrhagia ("prolonged and abnormal menses / abnormal bleeding (menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2005, the patient experienced weight decreased ("weight loss"). In january 2006, the patient experienced skin disorder ("bump on face"), disturbance in attention ("unable to concentrate") and amnesia ("memory loss"). In may 2007, the patient experienced dysmenorrhoea ("severe and abnormal menstrual pain / dysmenorrhea (cramping),"). In september 2007, the patient experienced heart rate increased ("rapid heart rate"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain/abdominal cramping") and menstrual disorder ("prolonged and abnormal menses"). The patient was treated with surgery (she underwent partial hysterectomy and salpingectomy with removal of essure). Essure (ess205) was removed on (B)(6)2008. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, dysmenorrhoea, menstrual disorder, menorrhagia, vaginal haemorrhage and allergy to metals outcome was unknown, the adnexa uteri pain had resolved and the skin disorder, weight decreased, disturbance in attention, amnesia, heart rate increased, fatigue and feeling abnormal was resolving. The reporter considered abdominal pain lower, adnexa uteri pain, allergy to metals, amnesia, disturbance in attention, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, heart rate increased, menorrhagia, menstrual disorder, pelvic pain, skin disorder, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: over the next several months, she sought treatment on multiple occasions diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received, reporter added, historical condition added, events added as :- abnormal bleeding (vaginal, menorrhagia), bumps on face, nickel allergy, dysmenorrhea (cramping), pain, fatigue, weight loss and spaciness/unable to concentrate; memory loss; rapid heart rate, device monitoring procedure not performed, ovarian pain. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain/pain') and embedded device ('on section of the fundus, there is a silver metallic spring embedded in one of the cornuee'). In an adult patient who had essure (ess205), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation and essure insertion perform on the same day". And device monitoring procedure not performed, "did not undego essure confirmation test". The patient's medical history included: premature delivery in 1997 and miscarriage ((B)(6) 1997) in 1996. She had hsg test. Concurrent conditions included: body mass index normal. Concomitant products included: medroxyprogesterone acetate (depo-provera) for birth control. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced allergy to metals ("nickel allergy"), fatigue ("fatigue") and feeling abnormal ("spaciness"). And was found to have weight decreased ("weight loss"). On (B)(6) 2005, the patient experienced adnexa uteri pain ("pain ovaries"), menorrhagia ("prolonged and abnormal menses/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2006, the patient experienced skin disorder ("bump on face"), disturbance in attention ("unable to concentrate") and amnesia ("memory loss"). On (B)(6) 2007, the patient experienced dysmenorrhoea ("severe and abnormal menstrual pain/dysmenorrhea (cramping)"). On (B)(6) 2007, the patient was found to have heart rate increased ("rapid heart rate"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal pain lower ("severe lower abdominal pain/abdominal cramping") and menstrual disorder ("prolonged and abnormal menses"). The patient was treated with surgery (she underwent partial hysterectomy and salpingectomy with removal of essure and vaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, embedded device, genital haemorrhage, abdominal pain lower, dysmenorrhoea, menstrual disorder, menorrhagia, vaginal haemorrhage and allergy to metals outcome was unknown. The adnexa uteri pain had resolved. And the skin disorder, weight decreased, disturbance in attention, amnesia, heart rate increased, fatigue and feeling abnormal was resolving. The reporter considered abdominal pain lower, adnexa uteri pain, allergy to metals, amnesia, disturbance in attention, dysmenorrhoea, embedded device, fatigue, feeling abnormal, genital haemorrhage, heart rate increased, menorrhagia, menstrual disorder, pelvic pain, skin disorder, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: over the next several months, she sought treatment on multiple occasions. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 21.6 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2020, medical record received: event: device embedded was added, reporter information updated. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and embedded device ('on section of the fundus, there is a silver metallic spring embedded in one of the cornuee') in an adult patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation and essure insertion perform on the same day" and device monitoring procedure not performed "did not undego essure confirmation test". The patient's medical history included premature delivery in 1997 and miscarriage (??-(B)(6) 1997) in 1996. She had hsg test. Concurrent conditions included body mass index normal. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced allergy to metals ("nickel allergy"), fatigue ("fatigue") and feeling abnormal ("spaciness") and was found to have weight decreased ("weight loss"). In (B)(6) 2005, the patient experienced adnexa uteri pain ("pain ovaries"), menorrhagia ("prolonged and abnormal menses / abnormal bleeding (menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2006, the patient experienced skin disorder ("bump on face"), disturbance in attention ("unable to concentrate") and amnesia ("memory loss"). In (B)(6) 2007, the patient experienced dysmenorrhoea ("severe and abnormal menstrual pain / dysmenorrhea (cramping),"). In (B)(6) 2007, the patient was found to have heart rate increased ("rapid heart rate"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal pain lower ("severe lower abdominal pain/abdominal cramping") and menstrual disorder ("prolonged and abnormal menses"). The patient was treated with surgery (she underwent partial hysterectomy and salpingectomy with removal of essure and vaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, embedded device, genital haemorrhage, abdominal pain lower, dysmenorrhoea, menstrual disorder, menorrhagia, vaginal haemorrhage and allergy to metals outcome was unknown, the adnexa uteri pain had resolved and the skin disorder, weight decreased, disturbance in attention, amnesia, heart rate increased, fatigue and feeling abnormal was resolving. The reporter considered abdominal pain lower, adnexa uteri pain, allergy to metals, amnesia, disturbance in attention, dysmenorrhoea, embedded device, fatigue, feeling abnormal, genital haemorrhage, heart rate increased, menorrhagia, menstrual disorder, pelvic pain, skin disorder, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: over the next several months, she sought treatment on multiple occasions. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Most recent follow-up information incorporated above includes: on 9-dec-2020: medical record received. Event device embedded was added. Reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and embedded device ('on section of the fundus, there is a silver metallic spring embedded in one of the cornuee') in an adult patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation and essure insertion perform on the same day" and device monitoring procedure not performed "did not undego essure confirmation test". The patient's medical history included premature delivery in 1997 and miscarriage (??-fev1997) in 1996. She had hsg test. Concurrent conditions included body mass index normal. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced allergy to metals ("nickel allergy"), fatigue ("fatigue") and feeling abnormal ("spaciness") and was found to have weight decreased ("weight loss"). In (B)(6) 2005, the patient experienced adnexa uteri pain ("pain ovaries"), menorrhagia ("prolonged and abnormal menses / abnormal bleeding (menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2006, the patient experienced skin disorder ("bump on face"), disturbance in attention ("unable to concentrate") and amnesia ("memory loss"). In (B)(6) 2007, the patient experienced dysmenorrhoea ("severe and abnormal menstrual pain / dysmenorrhea (cramping),"). In (B)(6) 2007, the patient was found to have heart rate increased ("rapid heart rate"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal pain lower ("severe lower abdominal pain/abdominal cramping") and menstrual disorder ("prolonged and abnormal menses"). The patient was treated with surgery (she underwent partial hysterectomy and salpingectomy with removal of essure and vaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, embedded device, genital haemorrhage, abdominal pain lower, dysmenorrhoea, menstrual disorder, menorrhagia, vaginal haemorrhage and allergy to metals outcome was unknown, the adnexa uteri pain had resolved and the skin disorder, weight decreased, disturbance in attention, amnesia, heart rate increased, fatigue and feeling abnormal was resolving. The reporter considered abdominal pain lower, adnexa uteri pain, allergy to metals, amnesia, disturbance in attention, dysmenorrhoea, embedded device, fatigue, feeling abnormal, genital haemorrhage, heart rate increased, menorrhagia, menstrual disorder, pelvic pain, skin disorder, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: over the next several months, she sought treatment on multiple occasions diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Most recent follow-up information incorporated above includes: on 9-dec-2020: medical record received. Event device embedded was added. Reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and embedded device ('on section of the fundus, there is a silver metallic spring embedded in one of the cornuee') in an adult patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation and essure insertion perform on the same day" and device monitoring procedure not performed "did not undego essure confirmation test". The patient's medical history included premature delivery in 1997 and miscarriage (??-fev1997) in 1996. She had hsg test. Concurrent conditions included body mass index normal. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced allergy to metals ("nickel allergy"), fatigue ("fatigue") and feeling abnormal ("spaciness") and was found to have weight decreased ("weight loss"). In (B)(6) 2005, the patient experienced adnexa uteri pain ("pain ovaries"), menorrhagia ("prolonged and abnormal menses / abnormal bleeding (menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2006, the patient experienced skin disorder ("bump on face"), disturbance in attention ("unable to concentrate") and amnesia ("memory loss"). In (B)(6) 2007, the patient experienced dysmenorrhoea ("severe and abnormal menstrual pain / dysmenorrhea (cramping),"). In (B)(6) 2007, the patient was found to have heart rate increased ("rapid heart rate"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal pain lower ("severe lower abdominal pain/abdominal cramping") and menstrual disorder ("prolonged and abnormal menses"). The patient was treated with surgery (she underwent partial hysterectomy and salpingectomy with removal of essure and vaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, embedded device, genital haemorrhage, abdominal pain lower, dysmenorrhoea, menstrual disorder, menorrhagia, vaginal haemorrhage and allergy to metals outcome was unknown, the adnexa uteri pain had resolved and the skin disorder, weight decreased, disturbance in attention, amnesia, heart rate increased, fatigue and feeling abnormal was resolving. The reporter considered abdominal pain lower, adnexa uteri pain, allergy to metals, amnesia, disturbance in attention, dysmenorrhoea, embedded device, fatigue, feeling abnormal, genital haemorrhage, heart rate increased, menorrhagia, menstrual disorder, pelvic pain, skin disorder, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: over the next several months, she sought treatment on multiple occasions diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Most recent follow-up information incorporated above includes: on 9-dec-2020: medical record received. Event device embedded was added. Reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and embedded device ('on section of the fundus, there is a silver metallic spring embedded in one of the cornuee') in an adult patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation and essure insertion perform on the same day" and device monitoring procedure not performed "did not undego essure confirmation test". The patient's medical history included premature delivery in 1997 and miscarriage ((B)(6)1997) in 1996. She had hsg test. Concurrent conditions included body mass index normal. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced allergy to metals ("nickel allergy"), fatigue ("fatigue") and feeling abnormal ("spaciness") and was found to have weight decreased ("weight loss"). In (B)(6) 2005, the patient experienced adnexa uteri pain ("pain ovaries"), heavy menstrual bleeding ("prolonged and abnormal menses / abnormal bleeding (menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2006, the patient experienced skin disorder ("bump on face"), disturbance in attention ("unable to concentrate") and amnesia ("memory loss"). In (B)(6) 2007, the patient experienced dysmenorrhoea ("severe and abnormal menstrual pain / dysmenorrhea (cramping),"). In (B)(6) 2007, the patient was found to have heart rate increased ("rapid heart rate"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal pain lower ("severe lower abdominal pain/abdominal cramping") and menstrual disorder ("prolonged and abnormal menses"). The patient was treated with surgery (she underwent partial hysterectomy and salpingectomy with removal of essure and vaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, embedded device, genital haemorrhage, abdominal pain lower, dysmenorrhoea, menstrual disorder, heavy menstrual bleeding, vaginal haemorrhage and allergy to metals outcome was unknown, the adnexa uteri pain had resolved and the skin disorder, weight decreased, disturbance in attention, amnesia, heart rate increased, fatigue and feeling abnormal was resolving. The reporter considered abdominal pain lower, adnexa uteri pain, allergy to metals, amnesia, disturbance in attention, dysmenorrhoea, embedded device, fatigue, feeling abnormal, genital haemorrhage, heart rate increased, heavy menstrual bleeding, menstrual disorder, pelvic pain, skin disorder, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: over the next several months, she sought treatment on multiple occasions diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe and abnormal menstrual pain"), menorrhagia ("prolonged and abnormal menses"), menstrual disorder ("prolonged and abnormal menses"), abdominal pain lower ("severe lower abdominal pain/abdominal cramping") and fatigue ("fatigue"). The patient was treated with surgery (she undergo a partial hysterectomy and salpingectomy with removal of essure). Essure (ess205) was removed in april 2008. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, menstrual disorder, abdominal pain lower and fatigue outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, menstrual disorder and pelvic pain to be related to essure (ess205). The reporter commented: over the next several months, she sought treatment on multiple occasions. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.